Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd¿ blunt fill needle 18g, foreign matter was found on the needle. The following information was provided by the initial reporter: came defective (needle tip covered in white material).

Event description:
It was reported that prior to using a bd¿ blunt fill needle 18g, foreign matter was found on the needle. The following information was provided by the initial reporter: came defective (needle tip covered in white material).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-jul-2022 h6: investigation summary sample and photo received for investigation. Upon visual inspection, it is possible to observe excess of resin in the cannula. Possible root cause is associated with resin application variation. Action was taken to clean the filter, hoses, and applicator nozzle. The batch history was verified and it was observed. The in-process inspections were carried out in accordance with the control plan and there were no records of this incident. H3 other text : see h10.